Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for a routine follow-up, experiencing fatigue. Upon interrogation, the left ventricular lead exhibited high impedance measurements. The physician elected to explant the lead but was unable to perform the extraction. The patient was closed and referred for a laser lead explant. No additional information was reported..